Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the main coil was returned manually detached but the proximal contact wire was intact. The coil delivery wire was severely kinked/bent. The distal tip was found to be intact. The main coil was severely stretched, and the suture was damaged. The functional test could not be carried out as the main coil was returned detached and was severely stretched. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Information provided by the customer indicated that the device was confirmed to be in good condition prior to use and was prepared as per the dfu, continuous flush was maintained throughout the clinical procedure, and resistance was noted while advancing the coil in the microcatheter. Additionally, it was stated that excessive force was applied while advancing the coil due to friction and the coil was found to be stretched upon withdrawal. In the case of this complaint, it is most likely that the coil stretched and detached when it was pushed/pulled against resistance. Therefore, the as reported and as analyzed events will be assigned procedural factors as these defects appear to be associated with a product that met design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. The coil delivery wire kinked bent will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
Analysis of the returned device found that the coil was prematurely detached/separated inside patient. There were no clinical consequences to the patient as a result of this event.